Manufacturer narrative:
The reported event of unintended activation was duplicated. During the device evaluation, it was observed that the unit had been tampered with by the customer. The unit ran as soon as it was plugged in and the switch no longer controlled the power due to a non-stryker repair.

Event description:
It was reported by the user facility that the on/off switch of the cast cutter goes from high speed to higher speed with no low option. There was no patient involvement and no adverse consequences associated with the device. The device was then returned to stryker instruments for service and during functional evaluation, it was noted that the unit runs as soon as it is plugged in.